Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to the need for frequent charging. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.